Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy surgery, after the jaws were closed, the safety button was pressed and the first squeeze was done. On the second squeeze, the handle does not move and cannot be fired normally. Reload was changed to complete the procedure. There was no patient injury.